Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025 at approximately 11:00 pm, the patient¿s friend visited his residence and found him conscious but too weak to respond when she attempted to wake him. Upon checking the cgm, the value was 55 mg/dl. The friend gave him a peanut butter sandwich and gatorade. After consuming the food, the patient began to feel better. At around 12:15 am, the cgm again showed a drop in glucose levels to 55 mg/dl. They were unable to confirm this reading using a blood glucose (bg) meter, so they decided to take the patient to the hospital. At 12:30 am, the patient arrived at the hospital where the bg finger stick value was 89 mg/dl, and the cgm value was 111 mg/dl. No symptoms were specified while at the emergency room. The healthcare provider suggested he eat food, and no medical treatment was administered. The patient was given crackers and apple juice. At 4:30 am, the patient was discharged home in stable condition with a bg value of 145 mg/dl and the cgm value was 201 mg/dl. At the time of the report the patient was fine and stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the a and b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.